Event description:
It was reported that the right ventricular (rv) lead experienced high pacing thresholds and loss of capture with no asystole. The sensing and impedance measurements were checked and within normal range, but the thresholds suddenly increased to max output. Subsequently, the patient underwent a revision procedure and this lead was explanted. During the revision procedure, the existing rv lead was attempted to be repositioned, but upon repositioning, the lead exhibited helix issues, therefore, that lead was explanted. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Code 3191 was used to capture prolonged procedure. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found dried blood around the helix and it was noted the helix was stretched. In addition, there was a cut in the insulation, approximately 14.5cm from the terminal pin and a correspond cut noted on the suture sleeve, most likely due to removal of suture. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high thresholds and loss of capture.

Event description:
This supplemental report is being filed as the lead evaluation was completed.